Event description:
It was reported that the patient with this pacemaker had exhibited infection possible pocket erosion. The patient reported that the device appeared to be protruding further from the pocket following weight loss. No additional adverse patient effects were reported. This pacemaker remains in service.